Manufacturer narrative:
E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no fluid flow through a large volume infusor. It was observed that the device was found intact, and the drug had not been administered to the patient since it was connected. The device was filled with fluorouracil hs (ebewe) 6400mg in 230ml sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B5: it was reported that a kink in the infusion line prevented the majority of fluorouracil (5fu) from being administered to the patient. As a result, the patient did not receive pegfilgrastim. H4: the lot was manufactured between october 25, 2023 - october 26, 2023. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and it was observed that there was fluid inside the device bladder which suggested a possible no flow. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.